Event description:
Additional information indicated that a surgical intervention occured wherein ipg was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing unwanted tingling sensation as a result, surgical intervention might occur to address the issue.